Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the clip opening after being locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one fluoroscopic video was provided. Two implanted clips can be visualized in the video and appear to be stable/secured on the leaflets as movement is minimal. The bottom clip in the video appears to be open to ~60° and is presumably the reported device/first implanted clip during the procedure. While this is an estimation of the clip arm angle, it is apparent that the clip is opened beyond the fully closed position (~10°) per the IFU. The top clip in the video appears to be fully closed (~10°) and is presumably the second clip implanted during the procedure. This aligns with the reported incident details.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted in the a2/p2 position. However, following implantation, the clip opened to an approximate arm angle of 50-60 degrees but remained stable on both leaflets. A second clip was implanted successfully lateral to the first clip. A third clip was positioned on the mitral valve medial to the first clip. Good leaflet grasping and insertion and reduction in mr were achieved. However, the mean pressure gradient increased to 6-7mmhg, and left ventricular ejection fraction and blood pressure decreased. The clip was not implanted and safely removed from the patient and previous mean ejection fraction and blood pressure were restored and the gradient returned to 3mmhg. The procedure was completed with mr reduced to 3. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.